Manufacturer narrative:
The customer¿s complaint involving an over infusion was confirmed through review of the logs provided for this investigation. Six instances of the programming error versus eight correctly programmed infusions were identified in the log records between (B)(6) 2018. Log results showed the medication meropenem (drugid 299) programmed as secondary infusions on pump module s/n 13004409. During the time period provided there were 6 instances where the infusion was programmed for 30 minutes. Subsequently, there were 8 instances where the infusion was programmed correctly; infusing for 3 hours. The root cause was attributed to user programming errors. Other text : no devices received, log review only.

Event description:
The customer reported an over infusion of meropenem ordered every 8 hours to be given over 3 hours. The start date of medication was (B)(6) 2018 at 1600. On (B)(6) 2018, the oncoming day shift nurse noted that the medication was infusing over 30 minutes, (which was the default), instead of the ordered 3 hours. The customer would like to know the number of times between (B)(6) 2018, the medication was run over 30 minutes rather than 3 hours. The customer was confident that there was not an issue with the hardware; they believe this was a programming issue. It was not documented whether the infusion was a primary or secondary infusion. There was no patient injury or harm, and there was no incident filed; this inquiry was only for informational purposes.